Event description:
In 2004, I had surgery during which I had a hysterectomy, bladder tack using the tvt tape, ovary removed and two large hernias repaired using the mesh. I ended up in critical care and in a nursing home. An open wound requiring 50 ft of 3 inch curlex to pack into my open wound. I had home health nurse on a daily basis. Complete separation of the skin and muscles of my abdominal wall. Since 2004, I have not been able to work due to infections in my abdominal wall. I had surgery again in 2005 to try and remove scar tissue in hopes of healing. Now after all these years of pain, I have surgery again in 2008 to have the hernia mesh removed due to acute infection in my abdominal wall. They had to totally reconstruct my wall due to the mesh. I am now post op almost five months and still with a drain tube. I am having problems with my bladder due to the tvt device used for my bladder suspension. I am seeing a specialist now for that reason.